Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: h3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code j494g. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: what was the initial procedure? Suturing deep lesion. Could you please explain what do you mean by this "suture pulled/broke from thread"? What was the exact issue? Did the suture got pulled out from needle? Or did the needle broke? Please clarif. Were x-rays taken to locate the needle piece(s)? Yes. Was the needle piece(s) retrieved during the same procedure? Yes. What tissue structure is it located? Size of the needle piece? Was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? No change due to the incident. As I was suturing more deeply layered tissue within this wound site, the needle driver unlocked from the suture. This is not an uncommon experience for me as we now have disposable suture equipment which is not as well constructed as our traditional suturing and procedural devices. I gently pulled the thread with my gloved fingers to reverse it and to realign the needle to the needle driver in order to reconnect with it. However, the thread pulled loose and was pulled through the tissue, with the needle somehow disconnected. As there was minimal force applied, and no proximity of sharp medical devices, I am unclear as to how it may have been severed. The end of the needle thread abutting the needle had small metallic remnants visible. This is the first time in my many years of ER suturing experience whereby this has occurred. Colleagues I spoke with had not had similar experiences. The needle was 4.0 vicryl. The suture package was submitted with the remnant thread portion via purolator today. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a deep lesion procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.